Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The set was manually filled with unspecified medication using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from february 05, 2020 - february 06, 2020. H10: the device was received for evaluation. A visual inspection via the naked eye, noted the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the issue. And no issues were noted. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause of the condition is manufacturing related. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.